Event description:
Components were explanted due to infection.

Manufacturer narrative:
The following other hip devices were also listed in this report: size 5 accolade ii 132 deg; cat# 6720-0535; lot# 41986903; delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 42803602; trident psl ha cluster 58mm; cat# 542-11-58g; lot# mmall3; acetabular dome hole plug; cat# 2060-0000-1; lot# mmak5n; 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mlrmdn & mlrjl4; it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not provided by the surgeon. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a trident liner was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Components were explanted due to infection.